Event description:
Patient reported ruptured implant and capsular contracture - baker grade I-ii, diagnosed by ultrasound, mammography and palpitation. Patient also noted "implant placed too high". Device has been explanted and replaced. This relates to the left side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: broken shell. Red encapsulation in the device. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.